Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the inner cuff didn't deflate at inflation test before use". No patient involvement reported.

Event description:
It was reported that "the inner cuff didn't deflate at inflation test before use". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The actual sample was returned for investigation. A visual examination of the returned product showed signs of contamination. Discolorations and design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the white and yellow control balloons and the 2-way stop cock did not reveal any irregularities. Functional testing of the returned sample related to inflation and deflation was conducted. The functionality of the yellow balloon membrane (on the inside) and its filling system was flawless. In contrast, the function of the white balloon membrane (on the outside) and its filling system was no longer given. No inflation was possible. For further investigation the white balloon membrane was slit open. Then a 0.3 mm wire was inserted into the inflation channel from the distal side and pushed through the entire length. The wire could be pushed through the entire inflation system. In the next step the tube was cut in several sections and the affected inflation channels were tested to see if they were blocked. Thus, the section causing the occlusion was identified. This section was cut open lengthways and a particle was discovered in the inflation channel. For material identification an ir-spectrum was made by the laboratory. It can be assumed that the material of the particle consists of the soft rubber mixture for extruding the main tube. A device history record (DHR) review was conducted on the reported lot 19421 and no issue that could have contributed to the reported event was identified. Our investigation confirmed the reported issue. An occlusion of the inflation system by a small particle could be identified. It is very likely that this particle consists of the mixture of material used for extruding the main tube, which was confirmed by an ir spectrum. A manufacturing related issue could be identified. For further investigation a non-conformance has been opened.